Event description:
It was reported that nursing staff members in different areas reported that they have to often add additional volume to their ivpb secondary infusions for the full volume to infuse, even when the reported maintaining proper head heights. There was patient involvement but no harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nursing staff members in different areas reported that they have to often add additional volume to their ivpb secondary infusions for the full volume to infuse, even when the reported maintaining proper head heights. There was patient involvement but no harm. During an on site visit, a bd technical practice consultant discussed the issue with the customer who indicated that the issue occurred in the intensive care unit.

Manufacturer narrative:
Correction: describe event or problem.